Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to brain lesion where the patient requires MRI imaging of full brain matter. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Correction e1: correct address of initial report is , (B)(6) not lakewood ranch medical center as previously reported in initial report. Device analysis report attached.